Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that after connecting a fresenius kabi infusion line to the (B)(4), the male luer of the set unwound from the maxplus and fell on the floor. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.